Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. The screw was found to be broken in half. This complaint can thus be confirmed. No information was available about the type of tap and driver used and whether this was a soft tissue or btb procedure. It was noted that the screw broke during insertion. Some of the possible root causes could be: incorrect fit of the screw-too tight between tunnel, graft and screw; off-axis insertion; improper technique-no notch/tap used if it was a btb procedure or hard bone quality. However, a definite root cause cannot be discerned with the available information. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email that in the anterior cruciate ligament (acl) procedure using screw (code. 231700), it broke in the act of fixation. Additional information received via email from the affiliate on 5-16-2017. The broken screw was removed. It is unknown if the surgeon used the original bone hole to complete the procedure. This information was sent to the distributor to verify. There were no delays this complaint device is coming back for evaluation